Manufacturer narrative:
The reported event for high lead impedances was confirmed. The lead was received complete. Microscopic inspection of the lead revealed 2 wires were broken at 26.4cm distal to the stimulation end. X-ray analysis revealed lead wires for channels 1, 2, 3, and 4 were detached from the paddle electrodes. Channels 1, 2, 3, 4, 5, and 7 measured open. The paddle lead passed continuity testing on channels 6 and 8. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-02806. It was reported that the patient experienced loss of therapy due to high impedance. Additionally, the patient¿s ipg was inoperable. As such, surgical intervention took place wherein the lead and ipg were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.